Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment and stent damage occurred. Vascular access was obtained via the radial artery. The 38mmx3mm target lesion was located in the mildly tortuous and non calcified right coronary artery. A 38x3.00 promus premier¿ drug eluting stent was advanced to treat the lesion. However, during procedure, the stent became stuck with the wire. Both devices were removed from the patient 's body and were considered damaged. Another wire was used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.